Event description:
A patient reported experiencing inaccurate erratic results with a tone touch basic meter. The patient's blood glucose results were 49. 172 and 115 mg/dl. Tests were done within 10 minute. Patient did not experience any adverse events. No further information has been reported.